Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increase menses"), headache ("headache"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a pelvic surgery). At the time of the report, the pelvic pain, menorrhagia, headache, fatigue, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dyspareunia, fatigue, headache, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that doctor required surgical intervention to address her complications. At that time, underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus') in an adult female patient who had essure (batch no. 754207,740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and irregular menstrual cycle. Concurrent conditions included lower abdominal pain, uterine leiomyoma, menometrorrhagia, polymenorrhoea, dysfunctional uterine bleeding, fibroids, dizziness, vertigo and dysuria. Concomitant products included ciprofloxacin, doxycycline and ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("chronic pelvic pain"), menorrhagia ("increase menses, menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia") and migraine ("migraines"). The patient was treated with surgery (salpingectomy bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia, headache, fatigue, vaginal discharge, migraine and vaginal haemorrhage outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain and anaemia had resolved. The reporter considered abdominal pain, anaemia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that doctor required surgical intervention to address her complications. At that time, underwent a pelvic surgery to try and alleviate the symptoms. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia, fatigue, migraine, headaches 3 coils in left, 3 coils in right the right tube has two devices in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: 2 essure devices overlying the right pelvis and a single essure device overlying the left pelvis. Impression: occlusion of the fallopian tubes secondary to essure devices.. Ultrasound pelvis - on (B)(6) 2014: mild enlargement of the uterus. Thickened and heterogeneous endometrial complex. This could be from endometritis, endometrial polyp or endometrial fibroid; on (B)(6) 2014: the endontet.ril1m is somewhat thickened for the proliferative phase of the menstrual cycle. There is a 2.3 x 2.2 x 1.6 cm right ovarian cyst showing' little change from the previous examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , left coils appears to be protruding into endo canal,headache,anemia , abnormal vaginal bleeding, most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporters information updated. Lot no. Were added. Event:device dislocation were updated to device expulsion. Event : abnormal bleeding(vaginal) were added. Event outcome were updated to recovered: anemia, cramping. Medical history, concomitant drug , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("increase menses, menorrhagia (heavy menstrual bleeding)"), headache ("headache"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia") and migraine ("migraines"). The patient was treated with surgery (salpingectomy bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, headache, fatigue, vaginal discharge, dysmenorrhoea, anaemia and migraine outcome was unknown and the pelvic pain, dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that doctor required surgical intervention to address her complications. At that time, underwent a pelvic surgery to try and alleviate the symptoms. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs was received- events-"dysmenorrhea (cramping), abdominal pain, back pain, anemia, migraine, device migration", patient details, new reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increase menses"), headache ("headache"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a pelvic surgery). At the time of the report, the pelvic pain, menorrhagia, headache, fatigue, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dyspareunia, fatigue, headache, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that doctor required surgical intervention to address her complications. At that time, underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus') in an adult female patient who had essure (batch no. 754207,740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and irregular menstrual cycle. Concurrent conditions included lower abdominal pain, uterine leiomyoma, menometrorrhagia, polymenorrhoea, dysfunctional uterine bleeding, fibroids, dizziness, vertigo and dysuria. Concomitant products included ciprofloxacin, doxycycline and ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("chronic pelvic pain"), menorrhagia ("increase menses, menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia") and migraine ("migraines"). The patient was treated with surgery (salpingectomy bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia, headache, fatigue, vaginal discharge, migraine and vaginal haemorrhage outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain and anaemia had resolved. The reporter considered abdominal pain, anaemia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that doctor required surgical intervention to address her complications. At that time, underwent a pelvic surgery to try and alleviate the symptoms. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),anemia, fatigue, migraine, headaches. 3 coils in left, 3 coils in right. The right tube has two devices in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: 2 essure devices overlying the right pelvis and a single essure device overlying the left pelvis. Impression: occlusion of the fallopian tubes secondary to essure devices. Ultrasound pelvis - on (B)(6) 2014: mild enlargement of the uterus. Thickened and heterogeneous endometrial complex. This could be from endometritis, endometrial polyp or endometrial fibroid; on (B)(6) 2014: the endontet. Ril1m is somewhat thickened for the proliferative phase of the menstrual cycle. There is a 2.3 x 2.2 x 1.6 cm right ovarian cyst showing' little change from the previous examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , left coils appears to be protruding into endo canal,headache,anemia , abnormal vaginal bleeding. Lot number:740660, manufacture date: 2010-05, expiration date: 2013-05; lot number:754207, manufacture date: 2010-06, expiration date:2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.